Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged cartridge, premature sled movement. The analysis results showed that one reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. Furthermore the reload was noted to have the deck damaged at distal end. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap pneumectomy, some staples of the proximal part were protruded. Another device was used to complete the case. There were no adverse consequences to the patient.